Event description:
Caller stated that his switch smoked then caught on fire. He did state that this unit is 30+ years old.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.